Manufacturer narrative:
The device will not be returned to the manufacturer for an investigation.

Event description:
It was reported that the negative pressure pump in the device did not work. A very small amount of blood (amount unk) was collected. A back-up device was used. There was no pre-donated blood used for transfusion. There were no reports of any adverse consequences reported.